Event description:
A patient was in the ICU with defibrillator pads on their chest. Pads had been on for many hours for repeated cardioversion. Pads described as in good shape, not dried out and appropriate product for cardioversion. Rn removed pads from patient's chest and discovered skin below pads to be red with multiple blisters and a raised rash. Staff describe this as resembling a significant allergic response like a severe dermatitis. Does not look like a burn. This is the second patient to experience this problem. Staff is concerned that the product produces a sensitivity in patients and that the company should be aware of these events.